Manufacturer narrative:
Section d1: corrected. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Additionally, a direct correlation between the centrimag blood pump and the reported events could not be conclusively established through this evaluation. The centrimag blood pump was not available for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. The centrimag blood pump IFU lists potential adverse events, including infection, bleeding, and cardiac arrhythmia, that may be associated with the use of the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and developed bacteremia on (B)(6) 2024. The source of the infection was both bacteremia and pneumonia (pna). The infection was identified through positive blood cultures, and the patient was treated with intravenous (IV) antibiotics. The infection resolved. While admitted, they had an impella rp placed from (B)(6) 2024. They were thought to have a possible impella clot ingestion on (B)(6)2024. There were no changes to the patients condition or anticoagulation status that may have contributed to the clotting. They then had the impella rp from (B)(6)2024. The patient had a centrimag rvad placed on (B)(6)2024. The patient had moderate right ventricular function identified with an echocardiogram, which existed pre-lvad. The patients' symptoms included multiple arrhythmias. It was unknown if the lvad had contributed to the right heart failure. The patients blood cultures from (B)(6)2024 were positive. The patient then experienced a gastrointestinal bleed (gib) on (B)(6)2024. It was identified as an upper gib, which was treated with a blood transfusion. The bleeding reportedly resolved. They developed vancomycin-resistant enterococci (vre) bacteremia on (B)(6)2024. On (B)(6)2024, a bowel resection was required due to an acute abdomen. This was caused by an ischemic bowel.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and developed bacteremia on (B)(6) 2024. While admitted, they had an impella rp placed from (B)(6) 2024. They were thought to have a possible impella clot ingestion on (B)(6) 2024. They then had the impella rp from (B)(6) 2024. The patient had a centrimag right ventricular assist device (rvad) placed on (B)(6) 2024. Blood cultures from (B)(6) 2024 were positive. The patient then experienced a gastrointestinal bleed (gib) on (B)(6) 2024. They developed vancomycin-resistant enterococci (vre) bacteremia on (B)(6) 2024. On (B)(6) 2024, a bowel resection was required due to an acute abdomen.